Manufacturer narrative:
Concomitant medical products: product ID: 6947m62, product type: lead, implanted: (B)(6)2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had ventricular tachycardia (vt) storm with appropriate shocks. It was noted that the cardiac resy nchronization therapy defibrillator (crt-d) encountered a charge circuit timeout. The crt-d was explanted and replaced approximately three days later. No patient complications have been reported as a result of this event.